Event description:
It was reported that the pcu screen has impact marks from when the pump module connects to the iui-right(male) side of a pcu, and fully opened, the door tends to hit the pcu display/keypad, damaging the screen and keypad. There was no information on patient involvement.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had pcu screen display and keypad issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.